Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria a review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the event. Technical root cause could not be determined as the system is performing within specifications and as intended. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4)

Event description:
An optometrist reported minimal dryness in a patient's left eye 10 days post lasik. Patient complained of extreme dryness and vision fluctuation. Punctal plugs were insert on the patient's right lower lid. Preservative free artificial tears and carboxymethylcellulose sodium drops were prescribed. Upon follow up, dry eye issue and vision fluctuation is reported to be resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.